Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor difference of 80 points between her sensor glucose and blood glucose. Customer's most recent blood glucose was 132 mg/dl. Customer was advised to change sensor. No further information was provided.